Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 from the analog pcb assembly. The customer received a replacement device.

Event description:
The customer reported that their device was showing its attention icon. Upon the initial evaluation of the device by physio-control, it was observed that the device would not stay powered on. There was no patient use associated with the reported device issue.